Manufacturer narrative:
B3: date of event estimated. This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article title: "single-center experience of percutaneous abdominal aortic aneurysm repair with local anesthesia and conscious sedation: technique and results." (B)(4).

Manufacturer narrative:
Article title: "single-center experience of percutaneous abdominal aortic aneurysm repair with local anesthesia and conscious sedation: technique and results." The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A conclusive cause for the reported patient effects of hematoma, infection, tissue damage, pseudoaneurysm, thrombosis and the relationship to the product, if any, cannot be determined. The subsequent treatments of additional therapy/ non-surgical treatment, treatment with medication and surgical procedure appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying prostar xl devices that may be related to: failure to achieve hemostasis and may result in surgical intervention, hematoma, groin infection, pseudo-aneurysm, additional medication, tissue damage, thrombosis, additional intervention or manual compression. Specific patient information is documented as unknown. Details are listed in the article, titled "single-center experience of percutaneous abdominal aortic aneurysm repair with local anesthesia and conscious sedation: technique and results".